Event description:
12mm distraction pin used with caspar retractor sheared off during procedure. The distraction pin sheared off flush with the cervical bone (c6) and was unable to be retrieved by the surgeon.